Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided. Reportedly, customer was in the emergency room. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event. No additional patient or event information was available.